Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead that exhibited low pacing impedance. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analyst commented, ventricular lead impedance has been consistently low in the high 200s (ohms) since lead warning on (B)(6) 2014.